Event description:
Implantation of pedicle system was performed at the l4-l5 disc spaces in (B)(6) 2011. Approx 4 months later, the pt complained of back pain and a squeak emanating from the surgical site. There was no pt injury. Radiographs indicated the left l5 screw had cracked at or near the surface of the vertebral body. Revision surgery was performed on (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed. Review of mfg records indicates all specifications were met. Identification of the root cause(s) for this failure mode are pending. Product labeling indicates "...potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra and vascular or visceral injury." A f/u report will be filed when new relevant info is available.